Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated that on the canes there are these black brake levers and the left side has broken off.